Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 01/08/10, covidien was informed of a customer who had an issue with a so called "heparin finished product." (No specific info about product identity was received.) The attorney alleges that the pt was administered heparin on and/or prior to (B) (6) 2008 and (B) (6) 2008, or immediately thereafter, containing alleged contaminants. The pt allegedly was caused to and did suffer physical injuries.